Manufacturer narrative:
The service rep replaced the floppy drive. The system operates as intended.

Event description:
The customer reported the 2600 system would not boot. No pt injury was reported.